Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported an unrequested bolus dose was delivered. No specific pump programming, or event details were provided. The customer contact reported the "pump is self delivering on pca mode without pressing the pt handset when the door is closed." There were no reports of any adverse pt events while the pump was in clinical use. Though requested, no add'l info was provided.